Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens glue peeling issue could not be determined, however, it is likely the issue was the result repetitive use stress and or handling. The event may be detected by following the instructions for use sections which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ ¿inspection of the endoscope¿ ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, leaking air/water at the light guide coil. Upon inspection and testing of the returned device, the scope objective lens adhesion was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on universal cord, water tightness lost, adhesive around objective lens peeled, angle rubber scratched, adhesive on angle rubber chipped, indication on light guide connector was not correct, universal cord scratched, video connector deformed/cracked, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.